Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. Inspection of the returned device suggested that the locator wings were bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset, directly resulted in difficult device removal as reported. However, consistent with the reported information, the access ports and safety release mechanism were utilized to facilitate the device removal as instructed in the starclose instructions for use. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction during the thumb advancer deployment that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. A review of the product lot history record did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed successfully; however, the vessel locator wings would not collapse. In accordance with the instructions for use, the access ports were used to successfully facilitate device removal. Although the clip achieved hemostasis, there was slight oozing and manual compression was applied for two minutes. There were no reported adverse patient sequelae. Though requested, no additional information was provided.